Manufacturer narrative:
Philips received a complaint on the heartstart mrx indicating that the ac power supply was making a beeping noise. There was reportedly no patient involvement and no patient or user harm. Available details indicate that the device had exhibited symptoms of a critical failure and the customer was advised to remove the device from service. The device was not available for additional investigation because the customer refused follow up service. Because the device remains with the customer and they have refused service, the cause of the reported problem is unknown and cannot be confirmed. No further action is warranted at this time. H3 other text : customer refused follow up service.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the ac power supply is beeping. There was no reported patient impact or injury.